Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary tumor removal, the cartridge was loaded onto the handle, and an attempt was made to fire it, but the cartridge was locked, so it could not be fired. A new reload was used to resolve the issue. There was no patient injury.